Event description:
It was reported to philips that the system was unable to perform 3d rotational movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic procedure. The procedure was completed as planned, as the affected functionality, including 3d rotation and the slave monitor, was not required for this case. It was reported to philips that the system was unable to perform 3d rotational movements. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and found that the system was generating errors during 3d rotational angiography (3d ra) procedures, preventing successful completion of rotations. On further troubleshooting, the fse found the issue was attributed to a faulty tube cover and sensor. To resolve the issue, fse replaced the tube cover and sensor and calibrated the system. The defective part was sent for analysis, for tube cover and sensor failure was observed and the failed component was found to be non-functional sensor. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed on the same system as it was unable to perform 3d rotational movements; procedure was completed as planned, as the affected functionality, including 3d rotation and the slave monitor, was not required for this case. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.